Manufacturer narrative:
Final analysis of neurostimulator model 37702 serial # (B)(4) showed ins functionally ok; insignificant anomalies. No significant anomalies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that impedences were checked without ipg connection all with in normal range--> 400-800 ohm. Octad connected to ipg ( 0-7 ) impedences > 10.000 - 20.000- 40.000 ohm. Cleaning of the octad lead several times didn't help. After 20 minutes of cleaning/trying/measuring again, they connected a new ipg. Problem solved---> normal impedences. Patient outcome: ok. There was no harm or patient injury.